Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had called for direction on how to fine tune their settings, how long to stay on a program and if they should increase stimulation or not because they couldn't seem to get it right. The patient had been reprogrammed last tuesday ((B)(6) 2016) and was given 4 whole new programs to try. The patient had tried several programs since then, only staying on a program for a day or two at a time. They noted they had experienced a loss or change of therapy. The patient stated that they had started leaking at night, that had never happen before, and also had urinary incontinence when they sneezed. The patient was implanted for retention and the therapy was working well for the retention symptoms as the patient noted their residual urine was only 200cc and they had a greater than 50% reduction in those symptoms. The patient wanted to know what they could do to their settings to help with these new incontinence symptoms. The patient mentioned some of their retention symptoms were having to be catheterized, having uti's (which test came back negative for), infections that had been resolved and not being able to go on their own. The patient had a previous experience where the therapy was stinging after a rehab session a couple weeks ago that they were doing to help their back. The patient didn't think it was right to feel stinging so they went and saw their healthcare provider (hcp) about it. The patient was currently feeling comfortable stimulation. The patient had a disk issue that caused a disk to slip 3-4 months ago, and it was noted there was disk disintegration causing disk fusion, which had caused damage to a nerve related to their bladder function. The fusion was in disks 4<(>&<)>5 or 3<(>&<)>4, the disks that were right above and below the lead wire. The patient's back issue came on slowly and had worsened over time. They had back pain and pain down their leg that had gradually gotten worse. The patient got a bad infection at the time which caused the therapy not to work, and mentioned that the infection was resolved. After the back issues the patient's device was not working for them, it had malfunctioned after all the back issues. The device not working for her was resolved by the device being completely reprogrammed and they were given 4 new programs. It was found that the wire was in a good location still. The patient's hcp was aware of the issue and had told them to call the manufacturer for guidance on settings. The patient also mentioned that they had met with a manufacturer representative (rep) when they were reprogrammed last tuesday, however they did not confirm if rep was notified of issues. The patient stated they were going to see their hcp and ask for an appointment with a rep to discuss programming options.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.